Manufacturer narrative:
(B)(4). Exact date of implant procedure is known. Implanted on an unknown date in 2010. Device has not been explanted. The screws protruded and are inoperable per the mayo clinic. Device is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. Unknown date in 2010. Complaint reporter was a patient. Facility information was not provided. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a patient that screws broke in her left foot one (1) week after an implant procedure on an unknown date in 2010. The screws protruded and are inoperable per the mayo clinic. The screws were identified as one (1) 3.5 mm cortex screw, and one (1) 4.0 mm cortex screw. Patient is wheelchair bound for life and is requesting compensation. Patient reports constant pain and unable to bear weight. The patient reported that the FDA from minnesota told her the screws were recalled. The patient status outcome is less than desirable treatment outcome. Concomitant devices reported: 2.0 mm kirschner wires (part# 292.20, quantity 3). Screws (quantity 2). This report is for one (1) 4.0 mm cortex screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient height reported as (B)(6). Exact date of implant procedure is unknown. Implanted on an unknown date in 2010. Two unknown screws previously reported as concomitant devices on mw report (B)(4). Upon further review, these screws were determined as the reportable complained devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient reported that four (4) screws broke in her left foot one (1) week after a 2010 implant. Patient only provided two (2) screw part numbers; one (1) 3.5mm cortex screw and one (1) 4.0mm cortex screw. The other two (2) screws are unknown. This is report 2 of 3 for (B)(4).